Event description:
It was reported that the patient had had a complete system removal due to infection and had a temporary pacer placed. During the implant of a new device, the patient experienced asystole and the temporary lead/external pacer was not able to capture. Cardiopulmonary resuscitation was performed for thirty seconds. A new system was then placed. The patient is enrolled in the product surveillance registry. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).